Event description:
The manufacturer representative reported a patient was experiencing a return of symptoms. The pump was assessed and a volume discrepancy was noted. The estimated reservoir volume was 5.5 mls and the actual reservoir volume was 34.5 mls. The drug used in the pump is hydromorphone 30.0 mg/ml at a dose of 9.006 mg/day. A rotor study was done which appeared normal. A catheter access study was attempted and there was difficulty accessing the catheter and refilling the pump. The patient was taken to surgery where they found a large amount of purulent substance. The device was explanted and a debridement was performed. The hcp suspected an infection and that the purulent substance may have occluded the catheter. The pump and catheter were explanted. The patient recovered without sequela. The hcp plans to implant a new device in the future. See MFR report # 3004209178200800195.